Event description:
A report was received that the patient was experiencing soreness and pain at the pocket site. Presence of open, oozing wound over the pocket site, exposing the battery was noted. Wound dressing was done. The patient underwent an explant procedure wherein one lead was not removed due to presence of scar tissue. The patient remained in the hospital until the lead will be removed. Intravenous antibiotic was given to the patient.

Event description:
A report was received that the patient was experiencing soreness and pain at the pocket site. Presence of open, oozing wound over the pocket site, exposing the battery was noted. Wound dressing was done. The patient underwent an explant procedure wherein one lead was not removed due to presence of scar tissue. The patient remained in the hospital until the lead will be removed. Intravenous antibiotic was given to the patient.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg, leads, and lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial / lot #: (B)(4), description: linear st lead, 50 cm model #: sc-3138-35, serial / lot #: (B)(4), description: scs phiii ext 35 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.